Event description:
Four invisx locks were used on a pt who had a large flap on the top of their head. The flap was in two pieces and was connected with wire. The wire fixation was strong and stable. The locks were applied using the correct technique (pre-tensioning first). The flap became unstable. One lock had completely separated and the other three sliding in the kerf. The implants were destroyed.